Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/10/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation the alleged button tactile issue was duplicated. The pump powered up with auditory and vibratory features. The keypad cover was undamaged. The ¿down¿ arrow button responded intermittently. Removal of the keypad cover found contamination under all the button contacts. Unrelated to the button issue, the battery compartment was found to have cracked along the side starting from the case seal. The display was found to be dim with a pinkish contrast.

Event description:
On (B)(6) 2012, the patient contacted animas and reported that the down arrow keypad button was intermittently unresponsive, required multiple button presses to elicit a response and occasionally caused scrolling. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a case attached to a belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.